Event description:
The physician used a wilson-cook six shooter saeed multiband ligator for a esophageal varicies banding procedure. The bands would not deploy. Torqueing of the olympus 140 endoscope was experienced. No injury to the pt was reported.